Event description:
A male patient with a history of previous non q-wave mi in 2003, iddm, hypertension, hypercholesterolemia was admitted for unstable angina. He was currently taking beta-blockers, aspirin, heparin, lipid lowering agent, ace-inhibitor, vasodilators, and statins. Angiography revealed three lesions, one in the distal circumflex artery (lcx), one in the proximal through mid left anterior descending artery (lad), and one in the mid right coronary artery (rca). The distal lcx was treated with the placement of two (2) 2.5 x 18mm cypher stents deployed to 14 atms and 16 atms. Due to fatigue, contrast volume and fluoroscopic exposure, a staged procedure was planned for the following day to treat the lad and rca. The next day, the mid-rca was treated with the placement of a 3.0 x 18mm cypher stent deployed to 18 atms. During the same procedure, the mid lad was treated with the placement of 2.5 x 23mm cypher stent deployed to 10 atms, and the proximal lad was treated with the placement of a 2.5 x 28mm cypher stent deployed to 16 atms. Satisfactory results were achieved in all three vessels. The patient was discharged home with orders for daily administration of aspirin, plavix, beta-blockers, statins, and ace inhibitors. Approximately four years and four months post implant, the patient complained of chest pain and was ruled in for an acute anterior wall mi. Re-angiography revealed a 70-100% instent restenosis of the 2.5 x 23mm and the 2.5 x 28mm cypher stents in the proximal through mid-lad. The 2.5 x 28mm cypher stent in the proximal lad was successfully opened with a maverick balloon; however, attempts to open the 2.5 x 23mm cypher stent in mid-lad were unsuccessful.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2008-01395 and 9616099-2008-01397.